Event description:
The facility had reported an infusion pump with a failure code 550:320:831:0000. The facility representative had stated that no patient incidents had been reported since the last baxter service event. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.